Event description:
It was reported that during the implant procedure, which was a normal device replacement because of battery life, it was verified that the ventriculum chamber was not being stimulated in both polarities with the new device (B) (4). The doctor put the old device again and notices that the ventriculum chamber was stimulated, and discarded and problems with the leads. The doctor decided to put a second new device (B) (4), and the stimulation was perfect in ventriculum chamber. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Event description:
The device was not implanted. No patient complications have been reported as a result of this event. It was reported that during implant attempt, it was verified that the "ventriculum chamber is not being stimulating, in both polarities." The leads were checked and found to be ok. The device was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Device addr03 with device (B) (4) was not returned for review analysis.